Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
Customer reported via phone call to have gone to urgent care on (B)(6) 2016 with blood glucose of 440 mg/dl. Customer had symptom of high blood glucose; customer experienced shortness of breath. Customer was hospitalized due to high blood glucose. Customer was treated with manual injection and IV and blood glucose remained high. Customer was wearing insulin pump at the time of hospitalization. Troubleshooting was performed on insulin pump at it was found that drive support cap appeared normal. Customer states there were no leaks or air bubbles; there were no insulin issues, but there was blood at site; and settings were correct. Insulin pump passed high pressure test. Customer was advised to change infusion set, reservoir and insulin and to treat high blood glucose per healthcare professional's recommendation.